Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection vancomycin intraperitoneally (2 gram and weekly once for two weeks) and injection fortum intraperitoneally (1 gram per day for 14 days) for the event. At the time of this report the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested, but is not available. This is report 1 of 3 involved in this event.